Event description:
The lay user/pt contacted lifescan (lfs) on january 29, 2007 alleging that his one touch ultra 2 meter powers off during use. A medical affairs specialist (mas) spoke to the pt on january 30, 2007 and obtained/verified the following information: the pt has been unable to test his blood glucose for the past 3-4 days due to the meter powering off during use. He has had the meter for approximately 6-7 months. He replaced the battery and issue persisted. He had been taking his set amount of 70/30 insulin twice a day regardless of the meter issue. In the night, the pt was not "feeling well" and he attempted to test on his meter and the meter powered off during use. He took his 35 units of the 70/30, ate dinner, and then went to bed. The following morning, the pt woke up feeling sweaty, shaky, chills and had cold hands. He attempted to test and the meter powered off. He was unable to treat himself with insulin because he was feeling shaky. Due to his symptoms, his wife took him to the ER. In the ER, his blood glucose was 32 mg/dl at 8:10 am. He was treated with IV glucose and was in the ER for 2.5 hours. His reading prior to being released in the ER was 121 mg/dl. The battery contacts were in good condition. The meter powered off before the time was up. Customer care advocate (cca) was unable to resolve the issue and sent the pt a replacement meter. The complaint is being reported because the pt alleges he was unable to obtain a blood glucose reading for 3-4 days and later developed hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.